Event description:
During a service visit, a gas leak was detected based on the assessment of the psi (pounds per square inch) in the gas cylinder. There was no smell of gas. There was no pt or user impact/injury associated with this event.